Manufacturer narrative:
(B)(4). This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report number: 1627487-2013-11638. It was reported the patient has experienced difficulty deactivating the ipg, a burning sensation/itching at the ipg site, occasional overstimulation, a progressive inability of the ipg to hold a charge, extended recharge time, and no pain relief. In turn, the patient has decided not to use his scs system. As a result, the patient plans to undergo surgical intervention.